Manufacturer narrative:
We have inspected the qc documents of the lot and the quality inspection forms as well as the material certificates showed no deviations and complies with the specifications. The quality forms met all dimensional and visual criteria at the time of release with no issues documented during the manufacturing that would contribute to this complaint condition. A review of the raw material device history record revealed no deviation. The material was determined to be conforming and was used as is per product development approval. As soon further information from the distributor gets available a follow-up report will be submitted.

Event description:
It was reported that an 8-hole straight plate 3.5mm broke 3 months post-op. Original implant date (B)(6) 2020.